Event description:
On two occasions, with the same patient, the hub detached from the extension tubing while the products were in use. The patient did not require extra hospitalization as a result of these incidents, however, moderate hemorrhaging was observed.

Manufacturer narrative:
The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).